Event description:
New information received notes that the device was explanted on (B)(6) 2020 and replaced. The patient was stable.

Manufacturer narrative:
Correction: d7, additional information: b5, h6.

Event description:
New information received notes that the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, device was not able to be interrogated after several attempts. With magnet electrocardiogram, the rate remained stable at 68 bpm. Premature battery depletion was suspected, and device replacement was discussed. The patient was stable. Further information was requested but not yet available.